Manufacturer narrative:
The pump was not returned for evaluation. A direct relationship between the device and the reported event could not be determined. The instructions for use lists hemolysis and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient traveled to texas to undergo gastric bypass surgery on (B)(6) 2016. Post-surgery their inr was sub-therapeutic for an extended period of time. The patient's lactate dehydrogenase (ldh) level was 1010 u/l when last drawn in texas and their inr was 3.0 at that time. On (B)(6) 2016, the patient presented to the emergency department due to a gradual onset of moderate, persistent left abdominal pain surrounding their driveline that began approximately 2-3 days prior. An abdominal CT showed a probable hematoma in the area of the left rectus muscle. It was also reported that the patient presented with signs/symptoms of hemolysis and low flow alarms. Device interrogation showed that the patient had consistent increases in their pump power (9-11 watts) and a low pi (less than 2.5), which the patient stated was unusual. The patient was admitted. A (B)(6) study performed on (B)(6) 2016 was positive. At time of admission, red blood cell in urine +1, lactate dehydrogenase was 950 u/l, plasma hemoglobin 12.1 g/dl and the patient's inr was 1.38 (goal 2.0-3.0) up from 1.3 a couple of days prior. Upon admission to the ICU, the patient was started on argatroban (0.75 mcg/kg/hr) with a partial thromboplastin time goal of 45-90 seconds. On an unspecified date, the patient's pump was turned off. It was stated that the decision to turn the pump off was based on the fact that the patient presented with persistent low flow alarms and at that point the pump was not able to move enough blood to support the patient. It was reported that the patient continued to decompensate and was placed on extracorporeal membrane oxygenation (ECMO). The surgeon reported that they planned to perform a pump exchange once the patient stabilized. On (B)(6) 2016, the patient expired due to a cerebral vascular accident.